Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cement pump jammed during injection process after a few turns. Thus, a new cement kit had to be opened. When trying to apply the cement from the second kit, it turned out that the little cement from the first kit already blocked the needle. A third cement kit was opened, needles were replaced and then the procedure could be completed. There were no consequences for the patient.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the hydraulic pump revealed that hose connecting the hydraulic cylinder and the rectus connector are intact. No difficulties engaging and disengaging the rectus connector and the quick-connect feature of the cement reservoir connection were detected. Functional analysis of the hydraulic pump revealed that handle was not jammed and was functioning as intended as evidenced from free movement of the plunger inside the tube. A review of the device history record was not conducted as the lot number for the device was not provided. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Functional analysis of the hydraulic pump revealed that handle was not jammed and was functioning as intended. Also, no difficulties engaging and disengaging between the connection of the rectus connector and the quick-connect feature of the cement reservoir connection. Therefore, this investigation could not verify or identify any evidence of product contribution to the reported problem as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Device available for evaluation.